Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 15mg/ml morphine at an unknown dose via an implantable infusion pump for chronic pain and neuropathy. It was reported that at a refill the hcp pulled back almost 40ml. A catheter dye study was done but the results were unknown. It was reported that surgery was planned but had not been scheduled. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731; serial# (B)(4), implanted: (B)(6) 2003, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the catheter was occluded. No further complications were anticipated/reported.